Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun. A supplemental report will be submitted once the evaluation has been completed.

Event description:
Edwards received information that this 23mm pericardial aortic valve, implanted approximately 10 months, was explanted due to paravalvular leak secondary to valve dehiscence. This device was originally implanted for aortic valve replacement to correct aortic stenosis. This device was explanted and replaced with a 21mm non-edwards valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in the ICU. The condition of the explanted valve was reported as ¿the cuff of this valve appeared to be detached from the patient's native annulus.¿

Manufacturer narrative:
Evaluation summary: customer report of paravalvular leak could not be confirmed through visual observations. X-ray demonstrated the wireform to remain intact. Fibrin-like material was observed on the inflow aspect of the leaflets, especially on the cusp of leaflet 2 and near commissure 3. Serrated marking were observed on the outflow aspect of leaflet 3 near commissure 3. Two pledgets remained attached on the sewing ring near leaflet 2. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. In rare occasions, during the initial implant procedure, a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques and does not lead to serious injury or death. The root cause of this event cannot be conclusively determined. There is no information suggesting there was any malfunction or deficiency of the edwards valve. It is unknown whether this event was due to patient and/or procedural related factors that may have contributed to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.